Event description:
It was reported that there was an alert for the left ventricular automatic thresholds detected as greater then the programmed amplitudes or were suspected. Presenting electrogram (egm)s showed possible loss of capture on the left ventricular (lv) lead. There was also noted decreased amplitude and impedances compared to recent post operative values. Further review was recommended. Additional information noted that the left ventricular automatic threshold detected as suspected due to fusion events. Presenting most recent electrogram (egm)s showed intermittent lv oversensing resulting in pacing inhibition and loss of biv pacing. Further review was recommended. No adverse patient effects were reported. The device and lead remain implanted.

Event description:
It was reported that there was an alert for the left ventricular automatic thresholds detected as greater then the programmed amplitudes or were suspected. Presenting electrogram (egm)s showed possible loss of capture on the left ventricular (lv) lead. There was also noted decreased amplitude and impedances compared to recent post operative values. Further review was recommended. No adverse patient effects were reported. The device and lead remain implanted.

Event description:
It was reported that there was an alert for the left ventricular automatic thresholds detected as greater then the programmed amplitudes or were suspected. Presenting electrogram (egm)s showed possible loss of capture on the left ventricular (lv) lead. There was also noted decreased amplitude and impedances compared to recent post operative values. Further review was recommended. Additional information noted that the left ventricular automatic threshold detected as suspected due to fusion events. Presenting most recent electrogram (egm)s showed intermittent lv oversensing resulting in pacing inhibition and loss of biv pacing. Further review was recommended. Additional information noted that the patient was seen in clinic at this time the lv output was optimized which resulted in consistent capture. There was no evidence of lv oversensing or farfield p waves noted. However, this behavior was noted on presenting electrogram (egm) via remote monitoring system. The patient will continue to be monitored as a result. No adverse patient effects were reported. The device and lead remain implanted.